Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a "color chip failure" error message. Upon rebooting the monitor, the user reported that half of the screen options were "greyed out" and could not be selected. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.